Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. The cgm value was 14.3 mmol/l so the patient¿s mother administered insulin. The parent expected the cgm value to decrease however the cgm values fluctuated up and down. Several hours later the patient felt bad, was nauseated, and began vomiting. The bg level was checked with a glucometer and the bg finger stick value was 27.0 mmol/l. No cgm value was specified. The parent took him to the hospital on (B)(6) 2022 for unspecified treatment. Later on the same day, the patient had recovered and was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.